Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently experienced dizziness and fatigue after exercising. Follow-up investigation revealed that the right ventricular (rv) lead had previously exhibited a drop in lead impedance and r-waves, intermittent undersensing, and increased thresholds with loss of capture. Reprogramming had been performed to turn off the rv lead. The lead remains in the patient. No further patient complications have been reported as a result of this event.